Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two months post implant, pacing and sensing anomalies were observed. A chest x-ray showed that the lead insulation was damaged. The lead was explanted and replaced.